Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dm display screen issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: during investigation, the pump powered up to a dim and discolored display. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the keypad was found to be damaged. The up button was unresponsive to user presses. The keypad was opened and contaminants were found under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.